Event description:
A falsely elevated ctni result of 15.47 ng/ml was obtained on one patient. The ctni result was investigated because it did not fit the clinical picture. The falsely elevated ctni result was not reported to the physician. The patient was not treated as a result of the falsely elevated ctni result and there were no adverse health consequences to the patient as a result of the falsely elevated ctni result. Investigation indicates that sample integrity is the most likely cause of the elevated ctni result.